Event description:
The patient experienced a shocking sensation around her mid-back when the stimulation was on. Impedance checks were done in 2008, (results not reported). The stimulation was turned off for 3 months. The patient experienced a stabbing sensation when stimulation was turned off. The hcp reported it was unknown whether the adverse event could be attributed to the implantable pulse generator system. The patient was undecided if she wanted revision or explant. The hcp reported the patient outcome as 'no injury'.

Manufacturer narrative:
.